Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose on (B)(6)2017 with blood glucose of 400mg/dl. The customer stated they had shingle shot the day prior to high blood glucose. Troubleshooting was performed for high blood glucose. Customer stated health care professional checks insulin pump settings and makes changes. Basal and basal wizard settings were correct. The insulin pump will not be returned for analysis.